Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 120 events were reported for this quarter. Product return status: 118 devices were received for evaluation, 1 device was available for evaluation but have not yet been received, 1 device was not available to stryker for evaluation. Evaluation status: 79 events were confirmed during testing, - 79 devices were found to be affected by missing paint chips, 39 device evaluations are in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 120 malfunction events in which the device had paint chips missing; 120 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 120 </noe> malfunction events in which the device had paint chips missing. 120 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 120 total events were initially reported. 120 previously reported events are included in this follow-up record.   Product return status 118 devices were received. 2 devices were not available for evaluation.   Evaluation status 118 reported events were confirmed during testing. - 118 devices were found to be affected by missing paint chips.   Additional information 120 devices were not labeled for single-use. 120 devices were not reprocessed and reused.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: corrected data: 40 previously reported events are included in this follow-up record.   Product return status: 1 device was received for evaluation. 1 device was not available to stryker for evaluation.   Evaluation status: 39 reported events were confirmed during testing. 39 devices were found to be affected by missing paint chips. 1 device evaluation is in progress.   Additional information: 40 devices were not labeled for single-use. 40 devices were not reprocessed and reused.

Event description:
This report summarizes 120 malfunction events in which the device had paint chips missing. 120 events had no patient involvement; no patient impact.